Event description:
The service center was informed that during set up, the customer connected multiple 180 series scopes to the unit and observed color lines on the display with no image. There was no patient involvement.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. Tac instructed the customer to disconnect and reconnect the equipment and to change out the maj-1430 scope connector cable without resolution. Tac recommended that the unit be returned for service. The unit was returned to service center for evaluation. The customer¿s complaint of ¿ no image¿ was confirmed and no image was in the mask, with the test (gifhq190, bfp180,gifh180,gifq180) scopes. The issue was cause due to a defect in dr board (patient board set). An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The unit was delivered to the customer on march 28, 2015. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the subject device was manufactured before the design change was applied to the dr board. We surmised that the phenomenon occurred because the (printed circuit board) dr board malfunctioned. The legal manufacturer confirmed that the circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications. (There was a possibility that blackout might occur inside the mask in 180 scope.) The modified board was shipped after june 13, 2018 as a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.